Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as (B)(4). The date of the event was reported on an unknown date in (B)(6) of 2012. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event. That same day, the patient underwent hernia surgery. The patient was discharged that same day. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. No additional information is available.